Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -6.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2020. Excessive vault was observed. On (B)(6) 2022 the lens was repositioned to vertical orientation and the problem was resolved. Cause is reported as unknown.